Event description:
It was reported that the patient's vns showed high impedance. The vns output current was disabled until the patient undergoes surgery. Per the surgeon, the connector pin was fully inserted into the generator at the recent generator replacement procedure ((B)(6) 2020). The patient was sent for x-rays, and per the physician's review of the x-rays the cause for the high impedance couldn't be confirmed. The x-rays have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient underwent vns surgery due to high impedance. Pre-op diagnostics confirmed high impedance. During surgery, the surgeon identified that there was a small piece of fatty tissue in the generator header. It was removed and cleaned out, and the connector pin was reinserted, and the system diagnostics were ok. The generator was then reinserted into the pocket and the surgery was completed without replacing any of the devices. No additional relevant information has been received to date.